Event description:
It was reported that the superion indirect decompression spacer (spacer) patient was experiencing pain going down both legs. The physician attempted an explant of the spacer but due to scar tissue the spacer could not be removed.